Manufacturer narrative:
H3: the device, insert, and the packaging carton were returned in a plastic bag. There was no significant damage noted to the packaging carton. There were traces of contamination observed on the outer tube. Upon return, the inner shaft was bent near the distal end of the inner hub, and there were traces of striations observed at the distal end of the inner shaft and in the bent area of the shaft. The inner assembly spun by hand with a binding sound observed. The device was loaded into a handpiece and oscillated up to 7,500rpm. There was excessive wobbling observed during the functional testing of the blade. The device failed functional testing due to defective condition upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the outer cannula was rough and was grabbing (stuck) for blade. There was no patient impact.